Event description:
It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 and patient got hospitalized due to high blood glucose level and treated with intravenous and fluids of saline and insulin.

Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.